Manufacturer narrative:
On 1/27/2017 integra investigation completed. Method: failure analysis, device history evaluation results: failure analysis - complaint is unconfirmed; this is due to the product not being returned for review. Device history evaluation - nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order / manufacturing change order history: none. Corrective action preventive action history: none. Health hazard evaluation history: none. Conclusion: root cause cannot be determined due to the lack of information received to perform a complete investigation. Product has not been returned for evaluation.

Event description:
Medwatch report: (B)(4) forwarded by FDA. "In the operating room, smoke was detected from the rear of the light source during open heart surgery." No harm done. Customer is not returning product.